Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to a corrupted data table. Historically failures of this type are a result of the device's software being upgraded in the field. The device had not been previously serviced by zoll, indicating that the issue was caused by the customer or a third party. The data table was rewritten to the device to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.